Event description:
Tulip tab separated laterally from housing when set screw was final tightened. The set screw appears to possibly be cross threaded with the tulip housing causing it to separate. This is an unobserved failure mode. Pedicle screw was extracted and replaced with a new implant. No harm to the patient. Abnormal force seemed to have been introduced onto the tulip housing that resulted in one tulip ear separation which was not able to be replicated with in-house verification. This is incidental, we speculate there are more factors besides the observed set screw cross threading, such as poor carpentry and forced misalign construct to come together during construct final tightening phase.